Manufacturer narrative:
The insulin pump was received with blank display due to broken traces on interface board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power, or low battery alarm due to blank display. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display and off no power without low battery anomaly. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the pump hit the bathroom floor and the screen is cracked. The customer mentioned no power message and the pump shut down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.